Event description:
It was reported that a cartridge alarm occurred during pump loading and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump within warranty, provided storage mode and return instructions for problematic pump, confirmed shipping details, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.